Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0e0wn, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Event description:
It was reported that there was no known accident or incident related to this complaint. Symptoms reported had sudden onset when they occur. When the patient has trouble she started taking oxybutynin again which the patient had prescription before the stimulator. The patient wanted to know if she was using her unit right by increasing like she was. The patient therapy was great most of the time just has this intermittent issue going on. It was noted that some days she starts having trouble that the patient would increase the settings and still had trouble. She increased it two days ago and now she was fine. The patient wasn¿t having trouble holding urine. The patient had surgery last december for implant. She went to a wedding over weekend and couldn¿t hold it. She finally got into a stall and she was wearing pads. It leaked through the pad. The patient was having the issue on and off for the last three months. During the summer months of this year, there was one week out of each month that gave the patient a problem, but the other weeks were fine. She kept using it and didn¿t think much of it and didn¿t know if her body was going through a cycle or something. The patient had not notified her healthcare provide on the current symptoms and started taking her prescription she was taking before the stimulator. Three days after reported event date, the patient¿s healthcare provider reports the patient had not contacted the office or had not been seen in office since (B)(6) 2014 which was one week post neurostimulator placement. The patient at that visit was doing well.